Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, while on the specimen retrieval of the kidney, the device¿s bag completely detached from the ring and string broke which fell into the patient¿s cavity, the green plastic/rubber o-ring string was pulled and broke about 1.5 inches from ring, furthermore, metal spring was not released from plastic bag, causing pouch to separate and tear away from handle, leaving open pouch containing kidney inside of left abdominal cavity. All pieces from the device were retrieved/pulled out with a grasper to continue the case. No patient injury.